Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the b30 error message was caused by a defective circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of an unspecified procedure and was completed with the same device without any delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had error code b30 occurred. It is unknown when the issue was found]. There were no reports of patient injury or harm.

Event description:
It was reported; the video system center had a b30 error code that occurred. The issue was found during preparation for use. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, from the facts obtained from the investigation since the inspection result of the repair department had not been attached, a cause could not be presumed. The root cause could not be specified. Olympus will continue to monitor field performance for this device.